Event description:
It was reported that on an unknown date, the surgeon had a couple of non union humerus fracture cases for revision. One was for sure a stryker construct and the other had an unknown manufacturer plates and screws. It is unknown if the procedure was completed successfully. There were patient consequences. Reference report: mw5119159. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).